Event description:
Films review and analysis: review of pre-implant cta¿s revealed that the patient had a 6.5cm aaa. The films were non-contrast therefore measurements were approximate and any possible thrombus could not be visualized. The proximal neck diameter was 25mm and the neck was angulated 60deg a-p and 60 deg r-l. The distal aortic diameter was 2.5cm and calcified. The iliac arteries were mildly tortuous and calcified. The cause of the reported proximal type I endoleak could not be determined from the images provided. Films during or post-implant were not available for review. Other than the moderately angulated neck, nothing seen in the films could help explain the possible cause of the reported endoleak.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 7 cm diameter abdominal aortic aneurysm. It was reported that a proximal type I endoleak was noted on the CT scan during procedure. The stent graft was ballooned during the procedure, however, the endoleak did not resolve. Per the physician, the cause of type I endoleak remains unknown. The pulsation of the abdominal aortic aneurysm was completely gone the day after the procedure. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).